Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing which resulted in an incorrect measurement of the atrial tachycardia (at)/atrial fibrillation (af) burden. The ra lead was reprogrammed and remains in the patient. No patient complications have been reported as a result of this event.